Event description:
The minerva device was checked and passed into the endometrial cavity. The device checks initially passed, and then failed prior to any ablation being undertaken. An additional single-toothed tenaculum was placed, this time to the posterior lip of the cervix. Cavity integrity testing was repeated, and again failed - triggering a device error. The device was removed and re-evaluated. A diagnostic hysteroscopy was performed, and no cavity defect was identified. The industry representative was contacted, and under his direction, the device was discarded and a new device was opened. The cavity integrity tests passed, and the ablation was initiated. An error (002) triggered and stopped the ablation 8 seconds into the procedure. The device was removed and disconnected/reconnected at the recommendation of the device representative. It was replaced, cavity integrity test passed again, and the device was re-activated. The activation of the device apparently stimulated a nerve and provoked the patient's right leg to jump. This jump was not associated with procedural discontinuation, however at countdown 78, approximately 42 seconds into the ablation, the leg jumped again significantly. Immediately following this movement an additional device error occurred (002). Anesthesia provider evaluated the patient, and determined that the patient was deeply sedated; no vital sign changes were associated with this. Secondary to 2 errors during the active burn, the procedure was terminated at this time. The device was removed from the uterus, the tenacula were removed from the cervix, and the sites were made hemostatic with pressure. The speculum was removed. She was then cleaned up, awakened, and taken to pacu in stable condition. The patient tolerated the procedure well. All counts were correct. FDA safety report ID #(B)(4).